Event description:
According to the reporter, during suturing, the needle tip broke. The tip was soon retrieved. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted a partial suture, a broken needle and a tip of a needle. The needle was observed to be attached from the suture. It was observed, under magnification, that instrument marks were present on the tip of the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The observed instrumentation damages suggested that the needles were grasped improperly at the tip of the needle during application. Firmly grasping the needle at the tip can cause the tip of the needle break. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.